Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that during use, intra-aortic balloon (iab) had issue with the insertion. There was no patient harm.

Event description:
It was reported that during use, intra-aortic balloon (iab) had issue with the insertion. Tried to pass the balloon up the sheath, and the balloon seemed to be partially inflated (it was prepped appropriately, and it would not pass through the sheath. There was no patient harm.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, d4 lot number, h5, h6 medical device problem code no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required